Event description:
It was reported that an intermate had particulate matter in the balloon. This malfunction was identified during the filling of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 4, 2014 to march 6, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection identified white particles, between 0.20 and 0.50 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning found the particles to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.